Event description:
Clinical adverse event received for infected left total knee replacement infection - deep. Event is serious and is considered moderate. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2015; date of event (onset): (B)(6) 2015; (left knee). Treatment: on (B)(6) 2015, revision of femur, tibial tray, and insert; patella component was retained.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
1. On (B)(6) 2015, the patient had a left computer navigated total knee replacement to address gonarthrosis. Depuy components were used during this procedure, including depuy patella and depuy cement x1 (sticker sheet page 2 of 48). 2. A letter dated (B)(6) 2015, noted the patient had pain and radiograph is noted show tibial component is loosening. * a. There was no side provided on the medical letter provided, the information correlates with an (B)(6) 2015 lab collection for left knee loosening. 3. An operation record from (B)(6),2015, findings noted an infected left tkr. ¿polyethylene and femoral component loosely cemented¿. There was a deep infection in the left (not right) knee, and a first stage of a 2-stage revision. Prior medical records note the patient was experiencing pain prior to the revision. A. No mention of tibial component loosening in the short operation records b. On (B)(6) 2015 (sticker page 12/48 femoral component, cement x2, and insert ) left knee c. ** dates in #3, provided range from (B)(6) 2015, but it would be reasonable to conclude that they pertain to the same event. 4. A letter dated (B)(6) 2016, the patient is noted to have some pain with effusion. No side provided on the letter, but it would be reasonable to assume the left knee. 5. On (B)(6) 2016 patient had a washout and revision of left knee (B)(6), 2016 as the patient¿s knee was still infected. The temporary implants were removed and antibiotic impregnated spacers were placed. An ultrasound guided left knee aspiration was collected on (B)(6), 2016, revealed joint effusion with synovial thickening. 6. (B)(6) 2016, radiographs are noted to show lucencies surrounding the surgical material unchanged from (B)(6), 2016, there is a small knee effusion 7. (B)(6), 2016, the medical records, patient was noted to have second stage revision left total knee replacement for infection on (B)(6), 2016. 8. Sticker page 41/48 with depuy components. No date on sticker sheet. It is revision knee products for the left knee, presumably implanted on (B)(6),2016.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, and h6 (patient,device) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.